Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted for sepsis with endocarditis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported sepsis and infection could not be conclusively determined through this evaluation. Additionally, a conclusive cause for these events could not be determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists the adverse events that may be associated with the use of the hm3 lvas, including sepsis, infection (localized, driveline, pump pocket or pseudo pocket), renal dysfunction, and right heart failure. Section 6 ¿patient care and management¿ contains a subsection entitled ¿controlling infection.¿ this section also states that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. It also lists typical treatment options. Heartmate 3 lvas patient handbook section 4 ¿living with the heartmate 3¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's hospitalization was prolonged on (B)(6) 2021 due to sepsis. The source was (B)(6) and the patient was treated with antibiotics. The device operated as expected.